Manufacturer narrative:
(B)(4). Batch # n55f9x. The ec60 device was received for analysis with no visual non-conformances and with a reload present. The reload was received unfired. The returned device was tested with a test reload for functionality. The functional test demonstrated that the staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. After further analysis it was notice that the top of the one piece sled rails was deformed. This is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the device could not fire on the first firing with a gold cartridge. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.